Event description:
It was reported that a patient sustained iritis after an ipl treatment with a lumenis one laser.

Manufacturer narrative:
No device malfunction was reported by the user facility. User facility declined service by lumenis post event. It was further reported that treatment was "inside the eyebrow" area. Treatment around the eye is restricted to periorbital regions per subject device labeling. Warnings against treatment on eyelids or areas inside the orbital are contained in device labeling.